Event description:
Subsequently additional information was received stating that a revision procedure was performed and this rv lead was repositioned successfully.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead pulled back shortly after being implanted. The physician has elected to not perform any additional procedures and will monitor this patient. No other adverse patient effects noted from the procedure.